Manufacturer narrative:
(B)(4).

Event description:
Health professional reported to company representative that a patient was injected in the "lines around corner of mouth, cheek lines and supra-chin crease" with 0.4ml of juvederm ultra diluted with 2% lidocaine and adrenaline. The patient experienced "swelling over right cheek, specifically over the medial aspect of right cheek and along the lower orbital rim" where concomitant juvederm ultra plus and voluma were also injected. The swelling was described as "below the skin and is pitting." There was no other systemic symptom. [Patient] was afebrile all along and did not have any signs of infection over the swollen area." Patient had a course of augmentin "to no effect." The patient also had "several blood tests done, inflammatory markers such as wbc, esr and crp [were] all normal." Approximately 2-3 weeks later the patient also noticed swelling on the left side cheek with no treatment reported for that at this time. The injector has described the patient as "quite happy with the results from the filler before the onset of swelling" and does not want to "inject with hyalase and dissolve everything."